Manufacturer narrative:
A review of the manufacturing records verified that the lot met all pre-release specifications. The instructions for use include the following warning among others: ¿adverse events that may occur and / or require intervention include, but are not limited to: claudication (e.g., buttock, lower limb).¿ gore® excluder® aaa endoprosthesis pxc121200/lot#14137800 (B)(4). Additional devices implanted (B)(6) 2015: gore® excluder® aaa endoprostheses: (rlt231412/lot#14072192,plc271000/lot#1404265).

Event description:
It was reported to gore that on (B)(6) 2015, a patient underwent a right-sided coil embolization for thrombus in the right internal iliac artery. After the procedure the patient was discharged to home. On (B)(6) 2015, the patient underwent the placement of three gore excluder aaa endoprostheses for the treatment of aortoiliac aneurysms. Subsequent to the procedure on (B)(6) 2015, the patient experienced right-sided buttock claudication which was reported to be related to the staged procedure performed on (B)(6) 2015. No action was taken and no treatments were administered. The patient was discharged to home on (B)(6) 2015.